Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer was unsure of the value of their blood glucose, but it was reported the customer experienced nausea. The caller also reported the customer received several motor error alarms. Customer stated the drive support cap appeared to be normal on the insulin pup. The customer will be going to emergency room as a result of their high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm was noted during testing. The drive support disk was inspected and no anomaly was noted. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with missing end cap sticker, cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.